Manufacturer narrative:
(B)(4). Additional information received: did anything unexpected happen prior to this incident? Nothing. Was the clip fully advanced into the jaws? The 4 first clips, yes. The next ones were not automatically advancing and a supplementary pressure on the handle was necessary for the clips to advance between the jaws. The problem then is that they were ejected because they did not hold between the jaws. Did the procedure drive the need to apply torque or twisting of the device? What vessel was the device fired on? Please specify the size of the vessel? Cystic. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Yes, out of the patient. What were the patient's pre-existing conditions? Nothing relevant. What were the patient's pre-op diagnosis, did he/she suffers from cancer? If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No. What is the age and sex of the patient? What is the current status of the patient? Was there a recent conversion to ees devices in this account or with this surgeon? No, ees devices are used since 2 years. After review of the additional information provided, the following details have been requested for clarification: were the ejected clips unformed, malformed, or scissored? Is it possible the ejected clips from the first device damaged the structure? How many clips does the surgeon typically use on the cystic duct during laparoscopic cholecystectomy procedures? After the first device delivered open clips and a second device was pulled, how many additional clips were placed on the duct? Was it possible to identify where the leak was located on the duct - in the area of the first four clips or the second set of clips delivered by the second device? Were all clips found to be present during the reoperation? And if so, what were the shapes of the clips? Has the patient undergone the additional procedure related to the biliary stent cover? How long did the patient remain in the hospital after this incident? What is the patient's current status? Is the patient expected to have a full recovery? Message from affiliate, "we do not have any supplementary information." If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not hold after placing. The first four clips were applied correctly on the cystic duct. From the fifth, the clips were delivered opened. The surgeon used another device to finish the procedure. She visually checked, there were no remaining open clips in the abdominal cavity. After the intervention, the patient had a leakage on the cystic duct. This was responsible for an outpouring under the liver which was drained under scan, and responsible for a wound infection treated by a bandage for four weeks. The surgeon had to put a biliary stent cover under general anesthesia. This will require a new procedure. One device was discarded.